Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: vanguard interlok xp tibial tray, catalog #: 195276, lot #: 841560, arcom series-a standard patella, catalog #: 184768, lot #: 143010, vanguard xp tibial bearing, catalog #: 195822, lot #: 641550, vanguard as tibial bearing, catalog #: 195563, lot #: 091950. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-03448, 0001825034-2018-03449. Remains implanted.

Event description:
It was reported that the patient is experiencing pain, swelling and a knee that is hot to the touch. The patient assumes metal allergies are an issue and has metal testing scheduled. Attempts have been made and no further information has been provided.